Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 655 mg/dl and high ketones. The cause of the high bg was unknown. Customer addressed the high bg via manual insulin injections. Recommendation was made to discuss diabetes management with a health care professional.